Manufacturer narrative:
On february 13, 2020, the mentor failure analysis lab received the device for evaluation. On february 25, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device a rupture was noted, additionally shell abrasion was noted in the edge of the rupture. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 400cc, catalog# 3504001bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 400cc and experienced a rupture on the right side post-operatively, which was confirmed by a physician via CT scan. As a result, the patient underwent explantation on (B)(6) 2020.